Event description:
Senseonics was made aware of an incident where the sensor could not be removed during the initial removal procedure which took place on (B)(6) 2024. The sensor sn was not provided. As per the information that was provided to senseonics, the sensor was localized prior to the incision, but after making the incision, hcp could not find it.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor could not be removed during the initial removal procedure which took place on (B)(6) 2024. The sensor serial number was not provided. As a result, asset information could not be traced. As per the information that was provided to senseonics, the sensor was palpable before the incision, but after making incision, the hcp could not find the sensor and was unable to remove. Several attempts were made to gather further details such as sensor serial number and next removal plans. However, no information was received due to lack of response. As a result, no further investigation or analysis of the event was possible.